Event description:
Pt participated in a (B)(6) study for pts with cervical degenerative disk disease who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dbx. Pt was implanted at levels c5 c6 with a cslp small stature plate. Pt has been experiencing pain for 120 months. Surgery date was (B)(6) 2003 and postoperatively pt experienced pain, requiring pe. This report is 2 of 5 for the same event. This complaint is on the right screw at c6 (12mm).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding... No sample was returned for eval. The lot number is unk therefore review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.